Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The reported problem of 'air in line' was confirmed in the event history log (ehl) through multiple 'air dans la tubulure!' Messages but was not able to be reproduced through troubleshooting of the device. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. Error was not experienced during flow testing at 125 ml/hr or 400 ml/hr. Ultrasonic sensor values passed. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.